Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, non-tortuous external iliac artery. A 10x19mm omnilink elite 35 stent delivery system (sds) crossed the target lesion partially due to resistance with the anatomy and an unspecified guiding catheter. Then, the stent dislodged, so an unspecified balloon dilatation catheter (bdc) was used to dilate the stent, which was partially in the lesion. An unspecified omnilink elite stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported difficulties appear to be due to case circumstances. The resistance during advancement was likely due to interaction with the anatomy. Advancing against resistance likely caused the stent to become compromised on the balloon and dislodge due to interaction with introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.